Manufacturer narrative:
Block h3: at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available. Block h6: imdrf device code a041001 captures the reportable event of needle punctured sheath.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the intestines for colonic mass during a dissection of intestinal lesion procedure performed on (B)(6) 2026. During the procedure, it was reported that the outer sheath was fractured when the injection needle was pushed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 (describe event or problem) and h3 (device eval by manufacturer?) Have been updated. Block h6: imdrf device code a041001 captures the reportable event of needle punctured sheath. Block h11: the returned interject - sclerotherapy needle was analyzed, and visual inspection found that the sheath was completely detached from the blue locking sheath, and material residues were observed inside the handle. Additionally, the needle remained in good condition. Product analysis could not confirm the reported event of needle punctured sheath. It was determined that the needle remained in good condition and showed no evidence of damage or perforation and was beveled. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "needle punctured sheath" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of needle punctured sheath could not be confirmed. The observed sheath detachment from the blue locking sheath and the material residues inside the handle indicated that the device was subjected to excessive force or manipulation, which likely caused the reported and encountered failure. Improper handling without sufficient care could have induced the defects observed. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the intestines for colonic mass during a dissection of intestinal lesion procedure performed on (B)(6) 2026. During the procedure, it was reported that the outer sheath was fractured when the injection needle was pushed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on march 1, 2026: it was later confirmed that the needle punctured or protruded the catheter, causing the catheter to get fractured.